Event description:
Reportedly, several episodes showing noise were recorded in the device memory. Most of them led to a charge. Preliminary analysis showed that the noise pattern most probably resulted from electromagnetic interferences (emi around 60 hertz) and/or myopotentials.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, several episodes showing noise were recorded in the device memory. Most of them led to a charge. Preliminary analysis showed that the noise pattern most probably resulted from electromagnetic interferences (emi around 60 hertz) and/or myopotentials.